Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part # 04.038.300, lot # 7986831: release to warehouse date: 23 april 2015, manufacturing site: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm non sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient the patient underwent a removal of a tfn-advanced¿ proximal femoral nailing system (tfna) due to a non-union and infection on (B)(6) 2017. Cultures were taken prior to the procedure and it was determined the hip fracture was an infected non-union. One (1) 12mm/130 degree titanium cannulated tfna 380mm/left-sterile and one (1) tfna helical blade 100mm were removed intact. The patient received antibiotic cement over a rush rod placed in the femur. No surgical delays. No reported patient harm. Date of implant is unknown. This is report 2 of 2 for complaint (B)(4).